Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the patient stated that he did not have any machine or other product issues and no fluid leaks. The patient reported that he was doing fine. Per the fmc associate medical director, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non conformance during the manufacturing process. In addition, the batch record review confirming the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) patient reported "drain complication encountered" during drain 0 of pd treatment on the liberty cycler. The patient stated he noticed discoloration in his drain solution and was experiencing cramping throughout the day. During a follow-up call, the pd nurse stated that the patient had developed peritonitis and the cause was undetermined.